Event description:
A new battery was supposed to be put in the nerve stimulant in my back. They kept saying a new stimulator and then correcting themselves to say battery. The rep from abbot said the same thing but didn¿t correct himself. I have suffered terrible pain since then. I went back to (B)(6) at the pain clinic in (B)(6) and told him how I was hurting. He said it could be from just the surgery. That seemed reasonable at the time. I went back 2 weeks later and expressed the same problem. He said if I needed to see the rep again I was welcome to use one of his exam rooms. I thanked him and left. I contacted the rep and we discussed meeting somewhere in between (B)(6) and (B)(6). I live 50 miles from (B)(6). Rep said he lives in (B)(6). He would figure out a place and call me back. He didn¿t. It took me many tries to reach him. Finally he said (B)(6) would only allow a meeting at his office. I refused that so the rep tried to help me over the phone, but nothing worked. The only help was to turn it off. I hurt all the time, but not as bad when the thing is on. Abbott left me a message about a recall. I haven¿t called them back yet. Their letter told me about you. Box says product of china.